Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported sensing issue, the external pulse generator (epg) passed all incoming testing. Analysis noted that the hanger was cracked. All found defective parts were replaced. The device passed final functional and system tests. No performance anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) failed a sensing test. The epg was returned for service. There was no patient involvement.